Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal right coronary artery with heavy tortuosity, heavy calcification and 90% stenosis, a 2.5x8 rx xience prime stent delivery system (sds) was advanced via direct stenting and the sds could not cross the lesion. During the attempts to cross the lesion the stent dislodged near the lesion. Reportedly, no substantial force was applied prior to the stent dislodgement. The dislodged stent was successfully retrieved from the patient anatomy with a snare device without difficulty. A new 2.25x8 xience prime stent was deployed to complete the procedure. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough; guide catheter: launcher 6f al10. Against resistance; no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It should be noted that the IFU (warnings section) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product quality deficiency.